Event description:
Patient was revised to address pain. Bloody and metallic fluid was collected from the joint. Soft tissue was stained throughout the joint. Update a review of medical records, corrosion was noted interoperative on the taper. Also noted in revision notes during the impaction of the cup there was a split into the sciatic notch, however a competitors device was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the femoral stem product/lot code combination finds no other reports since its release to distribution. The investigation can draw no conclusions regarding the reported corrosion. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.